Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced frequent yellow wrench and red heart alarms. The pt was instructed to come into the hospital. A waveform was taken and, revealed that there was considerable wear on the pump bearings. As a result, the pt was placed on a stroke volume limiter (svl) and drive console. The pt refused to have a heart transplant or a device exchange for religious reasons, which prohibited him from receiving blood products. The hospital decided to transfer the pt to another hospital to receive a bloodless pump exchange; however, the pt was turned down for a "bloodless" pump exchange by his insurance company. The following day, the pt suffered a massive stroke while on the svl and drive console. Support was discontinued and the pt expired.

Manufacturer narrative:
The MFR received additional info that the device will not be returned for evaluation, as the pt's family did not want the pump explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.